Event description:
It was reported that the device triggered the elective replacement indicator (eri) and premature battery depletion was suspected. The device was explanted and replaced. It was also reported that there was high capture threshold on the left ventricular (lv) lead. The lv lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device triggered the elective replacement indicator (eri) and premature battery depletion was suspected. The device was explanted and replaced. It was also reported that there was high capture threshold on the left ventricular (lv) lead. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product: 6947 defib lead: (B)(6) 2010. 5076 non defib lead: (B)(6) 2009. (B)(4). -

Manufacturer narrative:
Event summary: the device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.